Event description:
Same case as: 2134265-2008-04135. It was reported, by the patient, that three weeks post a coronary drug eluting stenting treatment procedure, where a 2.50x12mm and 2.50x8mm taxus express2 drug eluting stent was placed, the patient has experienced hair loss. The hair comes out in "handfuls". The relationship of the device to the event is unknown. No additional information is available.

Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is anticipated procedural complication.